Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the distal section of the pipeline failed to open during deployment. After re-sheathing and opening again and multiple attempts of slight pushing and pulling, the stent still did not open correctly. The stent had a trumpet type of deformation. It was noted the stent was not positioned in a bend, more than 50% have been deployed, and re-sheathing was performed less than three times. The entire system was removed, and another pipeline was used to complete the procedure successfully. Post-procedure angiographic results were good.  The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the left c5/c6 ophthalmic internal carotid artery (ica) with a max diameter of 6.8 mm and a 6 mm neck diameter. It was noted the patient's  vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered, and the platelet reactivity units (pru) level was unavailable. Ancillary devices include a rist 95 cm guide catheter, phenom 27 microcatheter, avigo guidewire.

Manufacturer narrative:
H3. Product analysis: the pipeline flex with shield embolization device and phenom 27 catheter were returned for analysis within a shipping box; and within a sealed plastic bio-pouch. The pipeline flex with shield pusher was returned outside the phenome27 catheter. The pipeline flex with shield braid was returned within the phenom 27 catheter hub. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal end of the pipeline flex shield braid appeared to be not fully opened and moderately frayed. In addition, the proximal end of the pipeline flex shield braid was found fully opened and moderately frayed. Dried blood was also observed around the braid. No bend was observed on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The phenom 27 catheter tip and marker were examined; and no damages were found. The catheter body was found to be kinked at ~12.5cm and ~14.0cm from distal tip. No flash or voids molded were observed in the hub. No damage was found with hub. No other anomalies were observed. For further examination, the catheter was cut to remove the braid from hub. The total and usable lengths of phenom 27 catheter was measured to be within specification. Based on the analysis findings, the pipeline flex with shield was confirmed to have failure to open at distal as the distal end of pipeline flex with shield appeared to be not fully opened due to damaged braid. It is likely that the patient tortuous anatomy may have contributed to this event. There was no non-conformance to specifications identified that led to the reported issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.